Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 314 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. It was urinating from their blood glucose. Troubleshooting found air bubblers present on the tubing and reservoir. Customer did not report any leaks present on the insulin pump. The customer declined to perform the high pressure test. Customer's blood glucose was 259 mg/dl at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the reservoir for analysis.